Event description:
It was reported that balloon rupture occured. A 18-6/5.8/75 xxl esophageal balloon catheter was selected for use. However, during inflation at 3 atmospheres for 5 seconds, the balloon ruptured. Another 18-6/5.8/75 xxl esophageal balloon catheter was advanced, but when inflated at 4 atmospheres for 2 seconds, same thing happened. The procedure was completed with a different device. No patient complications were reported.